Event description:
It was reported that during a da vinci s hysterectomy procedure, the tip of the pk dissecting forceps instrument broke off and fell into the patient. Despite requests for additional information, no additional information has been reported by the site. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have a broken yaw pulley on the opposite side of the conductor wire cover. The yaw pulley was chipped and the conductor wire broke off the crimp. No damage was found on the clevis.